Event description:
I had a gynecare prolift anterior mesh placed vaginally on (B) (6) 2009. I had a very painful post-op. On (B) (6) 2009, I had another surgery due to vaginal erosion of the mesh and pelvic pain. During that surgery, the mesh was found to have attached to the bladder, my bladder was punctured with the removal of the part of the mesh that was on the bladder. I had to have a catheter for 2 weeks as well as a ureter stent for 2 weeks. I also had to have the vaginal erosion of the mesh trimmed with a closure of the vaginal tissue to cover it. I continue to be in severe pain, had to quit my job. I am awaiting an appointment with the (B) (6) to get complete mesh removal, or as much as the urogynecologist can remove. This product is not safe. I was not told of the FDA warning about its use. Why is it still on the market? Something needs to be done. I have not been able to function ever since this medical device was used to supposedly correct my bladder problem, now I have even more problems. My life has been hell! I am (B) (6) and this should not have happened had the FDA been looking out for me the consumer and pt. Diagnosis or reason for use: bladder cystocele.